Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with low blood glucose. The customer¿s blood glucose was unknown. The customer was hospitalized about 4 weeks ago. The customer was treated with IV and breakfast during hospitalization. The customer also stated that they was unresponsive due to low blood glucose. The insulin pump will not be returned for analysis.